Event description:
Same case as MDR ID#: 2134265-2013-03875. It was reported that during a coronary artery stenting treatment procedure, the stents moved on balloon and the patient expired. Vascular access was obtained via the femoral artery. The de novo target lesion was located in the severely calcified obtuse marginal branch (om) with 90% stenosis and was 28mm long with a reference vessel diameter of 3.0mm. A 3.00x28mm taxus liberte stent was used to advance to the target lesion. The physician encountered resistance and was unable to cross the lesion. After balloon dilation using a 2x15mm and a 3x15mm maverick balloon catheter, the stent crossed 3-4mm inside the lesion, then stopped and the balloon slipped from the stent. The physician had to deploy it in its place. Then another 3.00x28mm taxus liberte stent was selected and advanced to the lesion. But the physician encountered the same resistance and was unable to cross the lesion. The balloon slipped from the stent, so the physician inflated it with high pressure and implanted it over the previously deployed stent. The patient stayed three days at the ICU. It was reported that the patient expired on an unknown date. The cause of death and the relationship to the stents are unknown.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).